Manufacturer narrative:
Product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has dementia and "thinks" they have alzheimer's. It is unknown what troubleshooting was performed related to the event, with no additional information provided. No further complications are anticipated.